Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The inspection and x-ray analysis showed no deviations from the technical specifications that could be related to the dislocation. The lead turned out to be in conformance with specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the screw coil was completely unscrewed. The measured values showed no abnormalities, sensing 1.9 mv, threshold 0.9 v / 0.4 ms, impedance 548 ohm. During the follow-up on (B)(6) 2020, it was found that the lead was dislodged. The ra lead was repositioned and dislodged again afterwards. A new lead was implanted.